Event description:
Boston scientific crm received information that the pt implanted with this implantable cardioverter defibrillator (ICD) expired. The family alleged that the device did nothing to save the pt's life, and it was questioned why the device was implanted if it was not needed or used. They also noted that the pt had gone into the hospital for two months, during which time they had sepsis, then endured a fall and broke their arm. The family noted that the pt was killed while in the hospital, by the hospital personnel, and they were treated very inhumanely. The pt was noted to have been released for hospice care from the hospital and died within a few weeks at home; they also noted that the device was turned off the last few weeks.

Manufacturer narrative:
At this time, no further information is available and attempts to obtain additional information have been unsuccessful. As of today, this device has not been returned for analysis. Should the device be returned, boston scientific, crm will analyze the device and provide additional information once the testing has been completed.